Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician reviewed the patient's remote transmission and discovered patient has had several inappropriate shocks over the last few months from their implantable cardioverter defibrillator (ICD). These shocks reveal atrial activity that is 2:1 to ventricular activity and is quite regular. The physician has seen patient once before on an urgent basis after they had suffered two ICD shocks that were inappropriate. The physician encouraged the patient to come to the lab for an electrophysiology study (eps) with likely ablation. The patient declined. Physician increased the patient¿s beta-blocker and will discuss with the patient how they would like to proceed. The patient is a participant in the (B)(6) trial clinical study. No programming changes have been completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.